Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. It was reported that the patient was not treated with any medication for the event. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the same day as event onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with injection of magnova 500mg (discontinued, route and frequency not reported) for the event. On an unknown date, the patient passed away while hospitalized. The cause of death was unknown. It was not reported if an autopsy was performed. On an unknown date, pd therapy was discontinued. The patient was not recovered from the peritonitis event at the time of death. Should additional relevant information become available, a supplemental report will be submitted.